Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Patient presented with an infection at their generator site. The patient was seen in clinic and the surgeon noted the wound to be superficial and does not believe it is due to the implant, but to the patient picking at their incision site. The patient also admitted to picking at their incision site and was placed on antibiotics. Device history records were reviewed for the generator . The generator passed all specifications prior to distribution. The generator was hp sterilized. No other relevant information has been received to date.